Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed exiting the cartridge following a cartridge change. The customer's blood glucose level was in the 300's (mg/dl). The customer delivered a bolus via the pump. The customer was able to successfully prime out the bubbles. Reportedly, the customer has manual injections available as alternate insulin therapy.